Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were coming out sideways and dropping from the device. The clips were retrieved. The clips were also not forming. A second device was pulled and did not fire at first, but then they used the device to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? First device was difficult to fire, 2nd device did not fire at first. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. Did somebody other than the primary surgeon fire the instrument? Yes.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition, the devices locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition, the devices locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.